Manufacturer narrative:
(B)(4). On an unreported date, the patient was hospitalized for the peritonitis. On an unreported date, the patient was discharged from the hospital, the peritonitis was resolved, and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The date of the event onset was reported as an unknown date in (B)(6) 2015. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. The patient was not hospitalized for the event. The patient received "unspecified treatment" drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Action taken with dianeal therapy was not reported. The patient's recovery status and outcome of the event was not reported. No additional information is available.